Manufacturer narrative:
The purpose of this investigation is to evaluate the risk associated with the identified failure mode of the hdmi port for excelsius gps. It was reported that the hdmi port started smoking after plugging in cord, and that the robot was aborted due to this issue. The surgery was then completed using traditional methods. The control panel assembly and hdmi convertor were replaced and it was confirmed that gps monitor image mirrors to the or monitor. There was no adverse effect to the patient. The observed risk level matches the anticipated risk level. Therefore, the overall risk of the system has been maintained and no further investigation is required. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsus gps system, the case was aborted due to a hardware issue, and screws were then placed without robot.